Event description:
Patient reported "implant itself feels" compressed, "squishy and like there's less silicone, like some was taken out", "flat", "not filled completely" and "painful" more than usual during a mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant itself feels" compressed, "squishy and like there's less silicone, like some was taken out", "flat", "not filled completely" and "painful" more than usual during a mammogram. Clarification to b3 partial date of event: 2025 was provided.